Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 2017 - excessive force, 1494 - indication for use.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique via a 7fr sheath hole prior to an interventional leadless pacemaker procedure. Reportedly, after depressing the plunger of the prostyle device, the plunger could not be withdrawn. It is presumed that the plunger had fused with the foot [needles stuck within the foot], preventing the foot from being retracted into the device body and making device removal impossible. Force was applied to retract the foot, and the device was successfully removed. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to greater than 24fr, and the interventional leadless pacemaker procedure was completed.

Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis was performed on the returned device. The difficult to open and close was not confirmed. The difficult to remove and retraction problem are related to case conditions and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed an indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to a potential product quality issue. The investigation determined that the reported retraction problem is related to excess adhesive in the posterior needle shank. The investigation determined that the reported retraction issue appears to be related to a potential quality issue; therefore, further investigation will be conducted per internal operating procedures. D4: corrected lot number from 5051443 to 5092741. D4: corrected expiration date from 4/30/2027 to 8/31/2027. D4: corrected primary UDI number from (B)(4) to (B)(4). H4: corrected device mfg date from 5/14/2025 to 9/27/2025.